Event description:
It was reported that the device battery cassette was damaged and the springs were missing during testing.

Manufacturer narrative:
One device was returned for investigation. It was reported that battery cassette was damaged and the springs were missing was confirmed during the visual inspection. Power up testing failed due to internal time clock off. The air detector height failed. The dso sensor failed, the uso seal is worn. The lcd lens is cracked. Due to the amount of repairs this pump us recommended for ber. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.